Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2021. Concomitant medical product: unknown. Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that this patient was complaining of pain and aching in her bones after she took the device off after 8 hours of use. Customer service called the patient and she advised that there was pain aching in her bones. The pain is at a level 10. She was advised to treat for 1-2 hours to see how that helps. The rep advised that the patient followed the advice and still has pain. The patient was called and a voicemail message was left.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that this patient was complaining of pain and aching in her bones after she took the device off after 8 hours of use. Update: customer service called the patient and she advised that there was pain aching in her bones. The pain is at a level 10. She was advised to treat for 1-2 hours to see how that helps. The rep advised that the patient followed the advice and still has pain. The patient was called and a voicemail message was left. No additional patient consequences have been reported. Spinalpak was not returned for evaluation.